Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause. Mlc-118 user applied blood to strip before inserting strip into meter. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 5/12/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated that he is no longer experiencing symptoms. He did go to the local clinic where he was treated with oral meds for his blood pressure and a fasting blood sugar level of 270mg/dl. He was able to perform a blood test with the alleged defective device this morning and got a reading of 140mg/dl.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The customer is concerned with tests results from results obtained of e-3 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of e-3 using true track meter. The test strip lot manufacturer's expiration date is 03/15/2019 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer states meter reads e-3 once the blood is absorbed and when the strip is inserted. He feels dizzy at this time. States he made a doctor's appointment yesterday due to his dizziness.